Manufacturer narrative:
The mask has been returned to resmed for investigation. Visual inspection confirmed the elbow did not fully assemble into the frame and can easily be detached. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a combination of partial assembly between the elbow and the frames during manufacturing at supplier and the slanted and rounded edge of the elbow snap feature. The acucare f1-0 mask is a hospital non-vented full-face mask which is intended to be used in a hospital environment only. Therefore, it is expected that the patient is under supervision. The user guide also provides the following caution: ¿if any visible deterioration of a mask system component is apparent (cracking, discoloration, tears etc.), the mask system should be discarded and replaced.¿ resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that the elbow of an acurcare non-vented f1-0 full face mask with lot number 1445428 detached from the frame assembly after 30 minutes of use. Patient's oxygen saturation dropped, mask was replaced and no further intervention was required.

Event description:
It was reported to resmed that the elbow of an acurcare non-vented f1-0 full face mask with lot number 1445428 detached from the frame assembly after 30 minutes of use. Patient's oxygen saturation dropped, mask was replaced and no further intervention was required.

Manufacturer narrative:
The mask has been returned to resmed for investigation. The investigation methods, results and conclusion are not finalized at this stage. The acucare f1-0 mask is a hospital non-vented full-face mask which is intended to be used in a hospital environment only. Therefore, it is expected that the patient is under supervision. The user guide also provides the following caution: ¿if any visible deterioration of a mask system component is apparent (cracking, discoloration, tears etc.), the mask system should be discarded and replaced.¿ resmed reference#: (B)(4).